Manufacturer narrative:
Initial trend analysis for lot 67086 was conducted, no malfunctions were found. This is the only complaint for lot 67086. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user states that the lines on the barrel of item 830355 lot 67086 are "1/4" off and slanted sometimes as well".